Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reported upon query by hospira personnel.

Event description:
During verification testing at the service center, the device did not sound an audible alarm tone when the bolus key was pressed during the keypad test.